Event description:
Patient had ivc filter placed in spring before abdominal surgery. Approximately three months later, the patient was to have filter electively removed. Radiologist tilted filter when a fractured, detached strut was discovered. Attempts to snare the filter were unsuccessful despite efforts. Procedure ended. Manufacturer response (as per reporter) for bard g2x inferior vena cava filter: radiologist spoke with the manufacturer who recommended referral to a specialist in pennsylvania.

Event description:
Patient had ivc filter placed in spring before abdominal surgery. Approximately three months later, the patient was to have filter electively removed. Radiologist tilted filter when a fractured, detached strut was discovered. Attempts to snare the filter were unsuccessful despite efforts. Procedure ended. Manufacturer response (as per reporter) for bard g2x inferior vena cava filter: radiologist spoke with the manufacturer who recommended referral to a specialist in pennsylvania.